Event description:
A blood glucose test was performed on a pt brought into the emergency room, the result was 596 mg/dl. A lab was done and the result was 386 mg/dl. No treatment was given. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.